Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, probe damage, (probe breakage) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the jaw/probe/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report of one thunderbeat, tb-0535fcs, probe, lot number kr869859, that broke during a therapeutic hysterectomy. The tb-0535fcs probe, connection points to the generator, and cable were all inspected prior to the procedure, and no abnormal observations were noted. The physician was performing a cutting maneuver, towards the end of the procedure, when the reported event occurred. The damaged probe fell into the patient and the physician was able to retrieve the item from the patient. Upon removal of the damaged probe, no visual damage was observed (i.e. Exposed metal, charred marks, teflon pad peeling). No sparks were observed when the reported event occurred. The cable was not bundled with other medical equipment. It was reported there was an impact to the procedure, reported as a delay in the procedure, when the physician had to change to a new probe. The physician completed the procedure with a new hand-piece, and it was reported there was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and correction for the lot number and manufacture date. Please see updated sections: d4, d10, g4, g7, h2, h3, h4, h6 and h10. The thunderbeat probe, tb-0535fcs, lot number kr868731 was returned to the service center for the evaluation of broken probe. The user¿s complaint was confirmed. The probe was attached to a usg-400/esg-400 unit and a probe check performed; the device did not pass. A visual inspection of the tb-0535fcs probe observed some tissue build up. The teflon pad was inspected and observed to have normal wear with no metal exposed. The distal end of the probe was inspected under a microscope and noted to have the probe tip detached. The detached portion of the probe was not returned to the service center for evaluation. The switches, the wiper, handle and jaw movement were tested and found to function normally and smoothly. The handle load and the rotation of the knob torque were also inspected and noted to operate normally and smoothly as intended. Based upon the evaluation of the returned condition tb-0535fcs, the cause for the broken probe is most likely due to the probe coming into contact with either a hard or metallic surface during activation.